Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) device during dwell three of five of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The cg stated they had closed the clamps as well as the transfer set and cycled power on the hc to clear the alarm. During troubleshooting, no direct cause was found that would have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The cg advised that the hp would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.